Manufacturer narrative:
Subsequent information from the local field representative indicated that the patient was brought into the clinic for a device interrogation, including threshold and impedance testing. The lead was found to have normal function. The physician reviewed both remote interrogation information and clinic results. The patient will continue to be monitored via latitude. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a latitude red alert that this right ventricular (rv) lead displayed a low, out of range shock impedance. An attempt to obtain additional information has been made. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information has been provided that this is a device specific issue, not a lead issue.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.